Event description:
When using an echelon 14 microcatheter (lot #b543437, part #190-5092-150) for treatment of a cerebral aneurysm, the distal microcatheter marker (tip marker) was noted to be missing, presumably during production as there is no way to remove or displace this marker. There was no adverse event related to this, but given the markedly diminished ability to see the microcatheter tip, there was risk of aneurysm perforation by advancing the microcatheter too distally due to being unable to visualize of the location of the catheter tip.